Manufacturer narrative:
Correction information: (date of event) of the initial medwatch report indicates: (B)(6) 2017. (Date of event) of the initial medwatch report should indicate: (B)(6) 2017. Follow-up information: the customer provided customer details and the patient outcome. The patient was a (B)(6) male. The patient had expired. Physio performed a clinical review of the reported event and determined that the reported issue did not contribute to the patient outcome. The delay from 'shock advised' to shock 1 delivery was 22 seconds with CPR being provided. All other shocks were delivered in manual at the discretion of the provider. From the downloaded electronic patient record (code-stat file), it was observed that the device was changed to manual mode after a shock was advised instead of pressing the 'shock' button. The code-stat file indicates that the ECG rhythm was ventricular fibrillation (vf) and that the device was in AED mode. Analysis 1 indicated a 'shock advised' decision. Immediately after this analysis, CPR was started, the defibrillation energy charge was completed and then the device was changed to manual mode, which removed the charge. After having observed proper device operation through functional and performance testing, the device was returned to the customer. The cause of the reported issue was due to a user error.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Proper device operation was observed through functional and performance testing. The electronic patient record and key log files were downloaded and will be evaluated. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During planned maintenance at the customer site, physio-control noticed that one of the devices had a note attached to it with the following text: "the patient was clearly in ventricular fibrillation but the device did not recognize. I put the device into manual to charge and shock the patient". The device allegedly did not recognize ventricular fibrillation. No information on the patient details or patient outcome was provided.